Event description:
Customer reported that the bag filled with 78 ml. Product was cryopreserved and stored. Storage was performed in vapor phase of liquid nitrogen. No mechanical freezer used, no metal cassette used for freezing and storage. Cells collected 09/2004 and frozen 09/2004. Duration of storage 14 weeks. Crack in bag was detected after storage, when bag was removed from cassette for thawing. Contents of broken bag were not transplanted as the hospital had two cryocyte freezing containers with cells (target-/stem-cells) and the back up bag was given to the patient. Engraftment positive 2005 (no myeloablative therapy). No medical intervention was required as a result of this event per the initial report. Discovered during thawing.